Manufacturer narrative:
Follow-up #1: date of submission 12/28/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 12/10/2015 with the following findings: a review of the pump¿s black box history showed one cs 177 low battery warning. No drastic voltage fluctuations were observed in the black box. During investigation, a visual inspection of the pump revealed that the battery compartment was cracked on the side, extending from the threads to the case seal. There was no evidence of moisture found inside the battery compartment. During testing, the pump current draws were found to be within specifications. The pump was opened and no intermittent conditions or moisture was found inside the pump. The complaint of a battery life issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) /2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.